Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was inadequate iodine on the minicap sponge. The sponge was white in the center with a little bit of yellow iodine around the outside. There was no patient involvement. No additional information is available. This is report 5 of 14 for this event.

Manufacturer narrative:
(B)(4). This lot was manufactured from 06/20/2014 to 06/27/2014. The device was returned and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspections were performed with no issues noted. Production records were reviewed and all betadine weight checks were within the acceptable range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.